Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address femoral loosening, pain, and swelling.

Manufacturer narrative:
Conclusion and justification status: the complaint states 4th left knee revision on (B)(6) 2016 due femoral loosening (cause unknown). Patient has had pain and swelling in the knees. Patient had primary lcs knees (lcs duofix femurs) in sa. Patient very active prior to original knee replacements but now not able to do all these activities due to pain and swelling in his knees. No medical notes or further information available. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.